Event description:
Customer's mother reported that the insulin pump returned multiple no delivery alarms during the fill tubing process. During troubleshooting, the caller was able to get insulin to exit the pump without receiving a no delivery alarm. Blood glucose level was 209 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.